Event description:
On (B)(4) 2015 neotract became aware of an incident with a pt that rec'd four urolift implants as part of a urolift procedure on (B)(6), 2015. The procedure was conducted in a normal fashion, without intraoperative complication or event. There were no issues with the devices and they performed in accordance with their spec therefore the physician disposed of the delivery systems at the conclusion of the procedure. Approximately 6-7 hours after discharge, the pt returned for eval of severe abdominal pain. According to the physician, a CT scan was ordered which demonstrated a large amount of hemorrhage and stranding within the left retroperitoneum and space retzius. IV fluid support was given to the pt while in the hosp. The pt was discharged 3 days later in stable condition.

Manufacturer narrative:
Bleeding events are not an unexpected consequence of urological procedures involving needle deployments in the prostate. Of note, significant bleeding has been reported in up to 1% of pts receiving needle biopsy of the prostate (reference: brullet et al. "Massive rectal bleeding following transrectal ultrasound-guided prostate biopsy", endoscopy 2000; 32 (10):792-5.)